Event description:
Ous MDR - the lead was extracted due to noise that resulted in several inappropriate shocks delivered to the patient. The lead itself was destroyed during extraction, and therefore, will not be returned to biotronik.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided was carefully analysed. The available iegms confirmed the presence of noise on the rv channel and on the ff channel which led to vf detection with shock delivery as mentioned in the complaint description. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information become available for analysis, the investigation will be updated.